Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump has broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated the pump had been dropped. Her blood glucose level was 411 mg/dl, which was treated with an insulin pen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.